Event description:
It was reported that during a coronary stenting procedure, a stent damage occurred. Access was obtained via femoral artery. The 80% stenosed de novo target lesion was located in the mildly calcified and mildly tortuous right coronary artery (rca) with a reference vessel diameter of 2.75 mm and a lesion length of 10mm. A 3.00 mm x 12 mm liberte stent was selected for treatment. During the introduction of the stent to the guiding catheter, heavy resistance occurred and when they tried to withdraw the device there was also a resistance. The whole system was then removed and it revealed that the stent was stuck in the guiding catheter. They discovered that the stent had multiple fractures and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the balloon was tightly folded. The stent was secure on the balloon. There were several rows of stent struts lifted on the proximal end of the stent. The proximal end of the stent was 4mm from the proximal markerband and the distal end of the stent was past the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a coronary stenting procedure, a stent damage occurred. Access was obtained via femoral artery. The 80% stenosed de novo target lesion was located in the mildly calcified and mildly tortuous right coronary artery (rca) with a reference vessel diameter of 2.75 mm and a lesion length of 10mm. A 3.00 mm x 12 mm liberte stent was selected for treatment. During the introduction of the stent to the guiding catheter, heavy resistance occurred and when they tried to withdraw the device there was also a resistance. The whole system was then removed and it revealed that the stent was stuck in the guiding catheter. They discovered that the stent had multiple fractures and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).